Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. (B)(4).

Event description:
Customer reported no reactivity with cell 6 when tested against a sample with a known anti-e. Customer states the patient has a previous history of anti-e. Patient's antibody screen was positive. Customer then tested the sample with vra154 and cell 3 was 1+ positive; cell 6 was negative. Daily qc was acceptable.